Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out when attempted to perform self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the malfunction was duplicated and attributed to an internal short within the system board. Analysis for reports of this type has not identified an increase in trend.